Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 13feb2026, it was reported that the patient was not hospitalized due to the exchange. It is unknown how long the device had been in place.

Event description:
It was reported that the hub of the drainage catheter from an ultrathane cope nephroureterostomy set detached. During an unknown procedure for an unknown patient, the hub detached from the cope nephroureterostomy stent. Hub detachment was reported to occur with five additional stents prior to patient contact. The physician was able to successfully complete the procedure with an unspecified 8.5 french sized stent. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H3: device evaluated by mfg.? Device not available for return to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.